Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('vaginal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), tooth loss ("tooth loss"), gingival disorder ("general deterioration of my mouth and gums,"), urinary tract infection ("urinary tract infections"), mouth injury ("general deterioration of my mouth and gums,"), dysmenorrhoea ("very strong menstrual cramps (periods used to be painless before)"), hypersensitivity ("allergic reactions throughout my body"), sciatica ("sciatica and lower back pain"), back pain ("sciatica and lower back pain"), fatigue ("generalised tiredness"), headache ("strong headaches"), blindness ("visual loss"), partner stress ("problems in the relationship with my partner"), mood swings ("mood swings") and injury ("bodily damages that are ongoing"). The patient was treated with surgery (essure removal in (B)(6) 2020). Essure was removed in (B)(6) 2020. At the time of the report, the vaginal haemorrhage, alopecia, tooth loss, gingival disorder, urinary tract infection, mouth injury, dysmenorrhoea, hypersensitivity, sciatica, back pain, fatigue, headache, partner stress and mood swings was resolving, the blindness outcome was unknown and the injury had not resolved. The reporter considered headache to be unrelated to essure. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, fatigue, gingival disorder, hypersensitivity, injury, mood swings, mouth injury, partner stress, sciatica, tooth loss, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion was performed without informing her of any of the risks that the implant could cause and with no allergy testing. She had been suffering the symptoms reported in this case for years, due to witch she had to attend general practitioners and the emergency department frequently. Most of the symptoms started subsiding from the momento the essure was removed (B)(6) 2020. Despite the overall improvement she complains about bodily damages that are ongoing at the time of this report, (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('vaginal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), tooth loss ("tooth loss"), gingival disorder ("general deterioration of my mouth and gums,"), urinary tract infection ("urinary tract infections"), mouth injury ("general deterioration of my mouth and gums,"), dysmenorrhoea ("very strong menstrual cramps (periods used to be painless before)"), hypersensitivity ("allergic reactions throughout my body"), sciatica ("sciatica and lower back pain"), back pain ("sciatica and lower back pain"), fatigue ("generalised tiredness"), headache ("strong headaches"), blindness ("visual loss"), partner stress ("problems in the relationship with my partner"), mood swings ("mood swings") and injury ("bodily damages that are ongoing"). The patient was treated with surgery (essure removal in (B)(6) 2020). Essure was removed in (B)(6) 2020. At the time of the report, the vaginal haemorrhage, alopecia, tooth loss, gingival disorder, urinary tract infection, mouth injury, dysmenorrhoea, hypersensitivity, sciatica, back pain, fatigue, headache, partner stress and mood swings was resolving, the blindness outcome was unknown and the injury had not resolved. The reporter considered headache to be unrelated to essure. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, fatigue, gingival disorder, hypersensitivity, injury, mood swings, mouth injury, partner stress, sciatica, tooth loss, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion was performed without informing her of any of the risks that the implant could cause and with no allergy testing. She had been suffering the symptoms reported in this case for years, due to witch she had to attend general practitioners and the emergency department frequently. Most of the symptoms started subsiding from the momento the essure was removed (B)(6) 2020. Despite the overall improvement she complains about bodily damages that are ongoing at the time of this report, (B)(6) 2020. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Vaginal bleeding [vaginal bleeding] hair loss [hair loss] tooth loss [tooth loss] general deterioration of my mouth and gums, [gingival disorder] urinary tract infections [urinary tract infection] general deterioration of my mouth and gums, [injured mouth] very strong menstrual cramps (periods used to be painless before) [menstrual cramps] allergic reactions throughout my body [systemic allergic reaction] sciatica and lower back pain [sciatica] sciatica and lower back pain [low back pain] generalised tiredness [tiredness] strong headaches [headache] visual loss [vision loss] problems in the relationship with my partner [partner stress] mood swings [mood swings] bodily damages that are ongoing [injury nos]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of vaginal haemorrhage ("vaginal bleeding") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On unknown date she experienced vaginal haemorrhage (seriousness criteria medically important and intervention required), alopecia ("hair loss"), tooth loss ("tooth loss"), gingival disorder ("general deterioration of my mouth and gums,"), urinary tract infection ("urinary tract infections"), mouth injury ("general deterioration of my mouth and gums,"), dysmenorrhoea ("very strong menstrual cramps (periods used to be painless before)"), hypersensitivity ("allergic reactions throughout my body"), sciatica ("sciatica and lower back pain"), back pain ("sciatica and lower back pain"), fatigue ("generalised tiredness"), headache ("strong headaches"), blindness ("visual loss"), partner stress ("problems in the relationship with my partner"), mood swings ("mood swings") and injury ("bodily damages that are ongoing"). The patient was treated with surgery (essure removal in (B)(6) 2020). Essure was removed in (B)(6) 2020. At the time of the report, the vaginal haemorrhage, alopecia, tooth loss, gingival disorder, urinary tract infection, mouth injury, dysmenorrhoea, hypersensitivity, sciatica, back pain, fatigue, headache, partner stress and mood swings were resolving and the injury had not resolved. The outcome of blindness was unknown. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, fatigue, gingival disorder, hypersensitivity, injury, mood swings, mouth injury, partner stress, sciatica, tooth loss, urinary tract infection and vaginal haemorrhage to be related to essure administration but saw no causal relationship between headache and essure. The reporter commented: essure insertion was performed without informing her of any of the risks that the implant could cause and with no allergy testing. She had been suffering the symptoms reported in this case for years, due to witch she had to attend general practitioners and the emergency department frequently. Most of the symptoms started subsiding from the momento the essure was removed (B)(6) 2020. Despite the overall improvement she complains about bodily damages that are ongoing at the time of this report, 15-oct-2020. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 19-nov-2024: new reporter (lawyer) added. Essure insertion date added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.